Manufacturer narrative:
Eval summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire has not been received. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant that he is having difficulty adapting due to the difference in vision in each eye. He had a -14.0 diopter of correction preoperatively in this eye, now has 20/20 vision with no correction and approx -14.0 diopter of correction in the fellow eye. He is also experiencing debilitating glare and light scattering with a "while out" affect with headlights with night driving. Vision in good for distance, though not for intermediate or reading vision. Add'l info has been requested.